Event description:
It was reported that the guide-tube and micro-electrode carriers were seen to be misaligned causing the micro-electrode to bend and the guide-tube to shave some material off of the micro-electrode sheath. No action was required. Six days later it was reported that a bend in the micro-electrode was visible while in use. After use, there was an abrasion on the side of the micro-electrode. The problem was not apparent with the lead in the drive, as there was no visible bend. The patient had normal response to intra-operative test stimulation, so the leads were implanted. The patient did not have a complete system implanted yet.

Manufacturer narrative:
(B)(4). This device is included in the medical device recall, ¿nextdrive micropositioning drive: models mi-1000, mi-2000,¿ customer letter (june 2014).